Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on may 07, 2024. On (B)(6) 2024, belmont received a complaint from user facility reporting a broken valve motor mounting screw, requesting a loaner device and return of the device to belmont for servicing via email. Following which belmont inspected the returned device and confirmed that one (1) out of the three (3) mounting screw on the valve motor assembly was broken, as reported by the customer. No error occurred on the device due to the broken screw. The unit exhibited no other faults/failures. Belmont service department replaced the valve motor assembly including new mounting screws and applied loctite to the mounting screws. To ensure that this unit performs according to our specifications, the device was operated at elevated temperature for 48 hours, and a full functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The ri-2 device controls the flow of the fluid with a diversion valve wand which is driven by a valve motor. The valve motor moves the valve wand between three positions - left, right and center to either close or open the patient line. The valve wand closes when air in line is detected, obstructing the flow and thus preventing the air from passing into the patient. The valve wand also closes off the recirculation line when the device is in the infusion mode and closes the infusion line when the system is in recirculation mode. It immediately closes the infusion line to the patient when an error condition occurs. There are three screws that secure the valve motor to the housing. If the valve motor screws are not secured, the mechanical vibration and movements of the valve wand during operation may cause the screws to slowly back out and break. The device contains three hall effect sensors that are monitoring the valve wand position. When the wand is out of position, the device will recognize an error condition and display error 208 and sound an audible alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event that the valve wand broken screw leads to an issue on the device, a system error 208 alarm will generate with instructions on the screen stating "check valve for blockage. Power off and restart. Service machine if error persists." Infusion of the patient can be continued by other means if the error persists. Chapter 4, parameters setting and preventative maintenance of the operator's manual (p/n 702-00190) provides instructions on how to perform visual inspection of the device and how to perform hardware verification (step 8), including valve operation. The service manual (p/n 702-00200, rev.001), chapter 7, page 86 provides instructions for visual inspection, page 90 provides instructions how to verify the valve operation. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
On 17 may 2024, belmont medical technologies received medwatch reference number 2400010000-2024-8006 detailing an incident that occurred on (B)(6) 2024. The user facility report by (B)(6) following: the emergency care research institute (ecri) published a ecri exclusive hazard report on their rapid infusers and hyperthermia pumps as they may become inoperative due to valve wand motor looseness. Our biomedical engineering team reviewed this report and reported that this facility owns a total of 7 belmont rapid infusers fms 2000, ri-2. Biomed began inspecting the units and found one unit thus far with the lower left-hand screw broken off. The lower right-hand screw hole is enlarged. The unit issues along with photos was reported via an email to belmont technical support. Belmont technical support was not sure how to handle this. They said we were the first ones to request repair. This unit has not had any issues report recently; however, these devices deliver critical lifesaving fluids and blood at a potentially very high rate, and interruption of the fluids or blood delivery can cause patient injury or death and so it will be pulled from service. In the interim, we will continue to communicate with the belmont technical support team on the need for a loaner while they promptly repair our unit.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for evaluation on may 07, 2024. On april 29, 2024, belmont received a complaint from user facility reporting a broken valve motor mounting screw, requesting a loaner device and return of the device to belmont for servicing via email. Following which belmont inspected the returned device and confirmed that one (1) out of the three (3) mounting screw on the valve motor assembly was broken, as reported by the customer. No error occurred on the device due to the broken screw. The unit exhibited no other faults/failures. Belmont service department replaced the valve motor assembly including new mounting screws and applied loctite to the mounting screws. To ensure that this unit performs according to our specifications, the device was operated at elevated temperature for 48 hours, and a full functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The ri-2 device controls the flow of the fluid with a diversion valve wand which is driven by a valve motor. The valve motor moves the valve wand between three positions - left, right and center to either close or open the patient line. The valve wand closes when air in line is detected, obstructing the flow and thus preventing the air from passing into the patient. The valve wand also closes off the recirculation line when the device is in the infusion mode and closes the infusion line when the system is in recirculation mode. It immediately closes the infusion line to the patient when an error condition occurs. There are three screws that secure the valve motor to the housing. If the valve motor screws are not secured, the mechanical vibration and movements of the valve wand during operation may cause the screws to slowly back out and break. The device contains three hall effect sensors that are monitoring the valve wand position. When the wand is out of position, the device will recognize an error condition and display error 208 and sound an audible alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event that the valve wand broken screw leads to an issue on the device, a system error 208 alarm will generate with instructions on the screen stating "check valve for blockage. Power off and restart. Service machine if error persists." Infusion of the patient can be continued by other means if the error persists. Chapter 4, parameters setting and preventative maintenance of the operator's manual (p/n (702-00190) provides instructions on how to perform visual inspection of the device and how to perform hardware verification (step 8), including valve operation. The service manual (p/n 702-00200, rev.001), chapter 7, page 86 provides instructions for visual inspection, page 90 provides instructions how to verify the valve operation. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
On 17 may 2024, belmont medical technologies received medwatch reference number (B)(4). Detailing an incident that occurred april 29, 2024. The user facility report by (B)(4) states following: the emergency care research institute (ecri) published a ecri exclusive hazard report on their rapid infusers and hyperthermia pumps as they may become inoperative due to valve wand motor looseness. Our biomedical engineering team reviewed this report and reported that this facility owns a total of 7 belmont rapid infusers fms 2000, ri-2. Biomed began inspecting the units and found one unit thus far with the lower left-hand screw broken off. The lower right-hand screw hole is enlarged. The unit issues along with photos was reported via an email to belmont technical support. Belmont technical support was not sure how to handle this. They said we were the first ones to request repair. This unit has not had any issues report recently, however, these devices deliver critical lifesaving fluids and blood at a potentially very high rate, and interruption of the fluids or blood delivery can cause patient injury or death and so it will be pulled from service. In the interim, we will continue to communicate with the belmont technical support team on the need for a loaner while they promptly repair our unit.